Event description:
It was reported that the balloon became stuck on the rotawire. A peripheral rotawire and a 2.0mm x 220mm x 150cm coyote balloon catheter were selected for use. During the procedure, it was noted that the coyote balloon became stuck on the rotawire. Consequently, the devices had to be removed as a system. The procedure was completed with this device. No patient complications were reported.